Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the coil was found close to the crimp sleeve to the connector ring consistent with fatigue. This fracture is consistent with the observation from the field of noise and inappropriate therapy.